Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the image(s) was reviewed and the complaint condition could not be confirmed. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 314.463, synthes lot number: h082125, supplier lot number: n/a, release to warehouse date: 17oct2016, expiration date: n,/a, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, in the 3.0 steel cannulated box, there was no cannulated screwdriver corresponding to the screw size. The key that served on the screw was not cannulated and not the size of the screw. There was an unknown surgical delay reported. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown), this report is for one (1) cannulated cruciform screwdriver. This is report 1 of 1 for (B)(4).